Event description:
It was reported that stent damage occurred. The patient was presented with chest pain. Vascular access was obtained via the radial artery. The 80% stenosed, 3.00x10mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery. After a 0.014 non-bsc guide wire crossed the lesion, pre-dilation was performed with an unspecified balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. Upon crossing on the catheter, the stent got stuck and the physician felt resistance. When the physician removed the stent, it was noticed that the struts of the stent were bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 12 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent strut were lifted from crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Device loaded on to test guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient was presented with chest pain. Vascular access was obtained via the radial artery. The 80% stenosed, 3.00x10mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery. After a 0.014 non-bsc guide wire crossed the lesion, pre-dilation was performed with an unspecified balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. Upon crossing on the catheter, the stent got stuck and the physician felt resistance. When the physician removed the stent, it was noticed that the struts of the stent were bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.